Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the subsequent review of the following literature article: ansari (2011) a comparison of anterior vs posterior isolated mandible fractures treated with intermaxillary fixation screws. Archives of facial plastic surgery, volume 13(4), pages 266-270. (B)(6) the objective of this article was to compare complication rates after use of intermaxillary fixation (imf) bone screws for anterior (ie, symphyseal/parasymphyseal) and posterior (ie, body and angle) mandible fractures. This article is a retrospective review of the outcomes of 53 patients with a total of 67 isolated mandible fractures who were treated intra-operatively with intermaxillary fixation (imf) bone screws between january 1, 2003, through january 31, 2006. Out of 53 patients, 21 patients had anterior mandible fractures and 32 had posterior mandible fractures. The patients¿ ages ranged from 16 to 81 years; 43 patients were male and 10 female. An imf bone screw system was applied and then open reduction and internal fixation (orif) was then performed on the mandible fractures. Symphyseal, parasymphyseal, and body fractures were treated with a 1.5-mm miniplate with monocortical screws (synthes, (B)(4)) as a tension band along the champy line and a 2.0-mm mandible locking plate (synthes) with bicortical screws secured at the inferior mandible border. Angle fractures were plated with a 2.0 mm 6-hole mandible plate (synthes) with 6 mm long screws along the champy line. The imf bone screw system was removed and occlusion was rechecked. Follow-up visits were scheduled 1 week after surgery, and then every 2 weeks. All the patients included in the study required at least 6 weeks of follow-up. The following complications were noted: one (1) patient in the anterior group experienced wound dehiscence. The wound dehiscence was successfully treated with oral antibiotics, meticulous oral hygiene, and chlorhexidine rinses. One (1) patient in the posterior group had infection which was successfully treated with oral antibiotics, meticulous oral hygiene, and chlorhexidine rinses. Four (4) patients in the posterior group experienced malunion/malocclusions which were treated with a course of arch bars with guiding elastics and occlusal equilibration by the dentist. One (1) patient in the posterior group experienced nonunion. This incident of nonunion at the angle required reoperation with debridement, extraction of an infected and impacted third molar, and replacement of the 2.0-mm champy plate with a 2.4 mandible reconstruction plate at the inferior border and a 2.0-mm tension band at the superior border. The patient also received 2 weeks of postoperative maxillomandibular fixation (mmf) with arch bars and solid union was achieved. This report is for an unknown 1.5-mm miniplate, unknown monocortical screws, unknown 2.0-mm mandible locking plate, unknown bicortical screws, unknown 2.0 mm 6-hole mandible plate, unknown 6 mm long screws. This is report 3 of 6 for (B)(4).